Event description:
It was reported that lead was capped and replaced due to fracture.

Manufacturer narrative:
External insulation abrasion was noted at 13.0-13.2cm and 17.2-18.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 14.7-15.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the conductors was melted at this location. The reported field event of lead fracture was confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.